Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left descending artery (lad). A 10mm/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon was stuck on an unspecified guidewire. The device was removed from the patients' body together with the unspecified guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was no issue with the guidewire lumen as the returned device was loaded and easily tracked over a 0.014 inch guidewire. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left descending artery (lad). A 10mm/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon was stuck on an unspecified guidewire. The device was removed from the patients' body together with the unspecified guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.